Manufacturer narrative:
The provided calibration and qc data were acceptable. No malfunction of the device was found. The elecsys hiv duo assay performed within specification. The analyzer alarm trace did not contain any relevant alarms around the time of the event. The investigation determined the event was consistent with a sample-specific issue. Per product labeling, the specificity of elecsys hiv duo is <100%. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation is ongoing.

Event description:
We received an allegation about questionable high results for 1 patient sample tested with elecsys hiv duo assay on a cobas e 801 analytical unit. Patient 1: initial result: 4.08 coi and interpreted as reactive. On (B)(6) 2025: repeat result: 0.020 (tested on a non-roche analyzer). The unit of measurement was not provided. Patient 2 was tested on (B)(6) 2025: initial result: 6.61 coi and interpreted as reactive. The sample was repeated twice, and the repeat results were: 0.08 coi (tested on a non-roche analyzer). 0.020 coi (tested on abbott hiv alinity and interpreted as non-reactive).